Event description:
Liner imploded while in use, scattering contents throughout theatre and over personnel. The liner was being used for the sixth time (five patients previous to this one) for a termination of pregnancy. The product has been used in this way for five years without incident. It is standard procedure in this account to reuse a liner for all of the list or until full. Customer was advised that this is a one time use, disposable product.